Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) has been completed. Upon evaluation, it was discovered that there was a broken white wire on the battery pca board where the wire attaches to the battery cells. The root cause of the broke wire has not been determined but may have been caused by a severe shock from dropping the pack. No adverse event resulted from the broken wire. The last pt to use this battery pack did not report any problems.

Event description:
A review of service data detected a reportable event. During servicing battery pack (B)(4) was found to have a broken wire. The last pt to use this battery pack did not report any deficiencies.